Event description:
During follow up with the home patient (hp) on (B)(6) 2012 regarding a check lines and bags (clb) alarm (B)(4). The hp reported that on (B)(6) 2012, the hp had performed a manual fill with a fill volume (fv) equaled to 2000ml. The hp then connected to the hc to perform the initial drain. The hp stated that instead of draining, the hc had performed a fill of 2500ml. The hp said she then had 4500ml of fluid inside of her and that it was extremely uncomfortable. The event was not reported to baxter nor to the registered nurse (rn). There have been no other issues with therapy and there was no other patient injury or medical intervention reported. Product surveillance received a call back from the registered nurse (rn) on (B)(6) 2012 regarding the reported incident. The rn stated the home patients (hp) has been instructed to perform a manual drain prior to initiating therapy as their current program initial drain is set to 0ml. For the overfill the manual drain resolved is uncomfortable feeling. The hp had no injury or medical intervention from this incident. They kept the home choice machine.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The reported issue was confirmed. The assignable cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.